Event description:
It was reported that during the de novo pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon aspiration, air was observed on the 3way stopcock. There was air ingress in the flushing line after several aspiration attempts. Irrigation was performed with a pressure bag at 300mm/hg. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the de novo pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon aspiration, air was observed on the 3way stopcock. There was air ingress in the flushing line after several aspiration attempts. No leak nor air in patient occurred. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The device has been received at boston scientific's post market laboratory

Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external valve torn on the inner face and internal valve torn on the outer and inner faces near the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the reported information, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.